Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/28/2023, it was reported by a sales representative via email that an ar-9236-03pp univers vaultlock glenoid trial, large and an ar-9215-1-03 universal quick connect handle shaft broke for an ar-9231-vl-03 univers vaultlock glenoid drill guide broke. This was discovered during a tsa procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted that an ar-9236-03pp univers vaultlock¿ glenoid trial batch number: s625tg000 was damaged and the central peg had broken off. Refer to attachments. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial.